Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. The test sample stylet passed through the full length of the lead without resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the lead was very difficult to manipulate and was unable to pass the stylet down the lead lumen. There were several instances where blood from a lack of cleaning hands could have been a contributing factor with trouble passing the stylet down the lumen. The lead was removed. A new lead was implanted instead. No patient complications have been reported as a result of this event.